Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The x-rays provided were reviewed by an hcp who did not identify any signs of loosening or hardware failure. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona fixed bearing articular surface, cat#: 42511200612, lot#: 63038617; persona cruciate retaining femoral, cat#: 42502606801, lot#: 63015197; persona 5-degree stemmed tibial tray, cat#: 42532007901, lot#: 63106090; palacos bone cement, cat#: 00111314001, lot#: 81494445. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00636, 3007963827-2017-00263, 0002648920-2017-00637. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and swelling since the initial implantation of devices. The patient also suffers from limited range of motion and radiographs taken of the knee are showing loosening of devices. Attempts have been made and no further information has been provided.